Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of wear and tear on the part and peritonitis in a female patient (born in 1957) coincident with dianeal pd4 ambuflex therapies. On an unreported date in (B)(6)2009, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had wear and tear on the part. On (B)(6)2012, the patient experienced peritonitis due to wear and tear on the part. On (B)(6)2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the results were not reported. Treatment rendered for the events was not reported. On (B)(6)2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event of peritonitis. The outcome for the event of wear and tear on the part was not reported. The patient's medical history was significant for end stage renal disease (esrd) and hypertension. Concomitant medication was not reported. Per the nurse, the event of peritonitis was not related dianeal therapy. An opinion of causality was not reported for the event of wear and tear on the part. The nurse declined to provide any further information. On 1/10/2013 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse, (B)(6). The nurse reported that the issue with the wear and tear on the part was actually the patient's catheter. The catheter had fallen off and as a result the patient got peritonitis. The manufacturer of the catheter was unknown. No further information was provided at this time. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).